Event description:
It was reported that prior to a water vapor therapy procedure for benign prostatic hyperplasia, error 495 (rf power supply self-test error) was displayed on the generator. The device was restarted, and three delivery devices were used in total, but the error persisted. Due to this, the procedure was rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.